Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient complained of blurry vision and glare. The patient noticed a decrease in vision. The patient presented with pco + striae, anterior capsular (ac) band fibrosis which was resolved with 2 yag treatments. The lens was subsequently explanted and exchanged 13 months post implant with another model lens. The patient's current prognosis is "continue" to monitor. This event pertains to the patient's left eye.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7443015) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.